Event description:
The consumer reported that the frame is broken. This issue could cause the chair to be unstable and not able to maintain its weight bearing capacity, causing the user to fall off the chair.